Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection.

Event description:
The customer¿s mother reported via phone call that there was water inside the battery compartment. The customer¿s blood glucose level was 126 mg/dl. The customer stated that they had moisture on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was assisted. The insulin pump will be returned for analysis.